Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had awoken vomiting. The patient reports being unsure if the cannula was properly seated in the infusion site (leg). Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin and zofran. The patient applied a new pod prior to leaving the hospital. The patient was discharged from the hospital after 1.5 days.